Event description:
It was reported through the results of the clinical trial that the next day after stent placement procedure on the right leg for de-novo stenosis on the common iliac artery and external iliac artery, the subject had an adverse event of hematoma of the vascular sheath of the left femoral vein (located near access site). The adverse event relationship was not related to the study device and probably related to the study procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: based on the available information, no specific lot was provided. Therefore, no DHR review could be performed. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. No specific deficiency of the placed stent was reported. O specific deficiency of the placed stent or the stent delivery system was reported. A relation between the device and the hematoma could not be verified. No definite root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device such as hematoma were found to be referenced in the instructions for use. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that the next day after stent placement procedure on the right leg for de-novo stenosis on the common iliac artery and external iliac artery, the subject had an adverse event of hematoma of the vascular sheath of the left femoral vein (located near access site). The adverse event relationship was not related to the study device and probably related to the study procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.